Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with irritation of the incision site which was red and inflamed. A revision procedure was performed due to suspected necrosis from the device rubbing in the pocket. Additionally, the physician wanted to revise the system due to potential impending erosion of the device. Visual inspection of the pocket during the procedure did not identify necrosis. Visual inspection of the associated right ventricular (rv) lead identified insulation damage. Twiddlers syndrome (ts) was initially thought to have caused the damage; however, twiddling was not evident upon pocket inspection. It was confirmed that the patient had been touching the device which was believed to have resulted in the bend in the rv lead as the lead had not been implanted with this observed bend. This atrial lead was in tact and prior to the case had produced normal pacing impedance and threshold measurements. The physician explanted both leads during the revision. No additional adverse patient effects were reported.